Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients not crossing. The customer reported a ¿fail status, data may not be current¿ error. The customer tried to reboot but issue doesn't resolve. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the web service port was failing. The technical support specialist (tss) accessed the server and confirmed that all stations were syncing with the server. An error was identified on the carefusion coordination engine (cce) server indicating that the web service connection on port 808 was failing. Port testing from the stations confirmed port 808 was closed. The customer was notified and advised checking with the network team. The customer confirmed that the firewall was not blocking the port but indicated that the web service on the server was down. An iis reset was performed to restart the web service, after which port testing succeeded. Message processing resumed on the server, and patient order pop-ups cleared on several stations. The customer later confirmed that patient and order data were crossing successfully, and the issue was resolved. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.